Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use for a laparoscopic living donor nephrectomy procedure, balloon won't inflate. A new device was opened to compete the case.